Event description:
As reported by the edwards field clinical specialist, after successful deployment of an edwards sapien 3 ultra valve in the aortic position, a perclose failure as there was extravasation noted by angio after setting the perclose. Vascular intervention was performed. There was no allegation of any edwards device that caused the event. Ew reference number: case no.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).